Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a connector attached to the ilet broke when the user stood up, with a portion of the connector remaining lodged in the device and requiring pliers for removal; the user successfully replaced supplies and the device was not dropped. Symptoms included no reported changes in blood glucose and no injury. Outcomes included no medical intervention or hospitalization. Investigation included customer interview and device history review with request for device component return. Investigation of this case revealed a broken connector component with fragment retention in the device, consistent with a mechanical failure of the connector. It was concluded, based on previously established findings for similar reports, that the cause was component breakage due to mechanical stress.